Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. The suspect device was not returned to olympus and an evaluation could not be performed; therefore, a conclusive root cause was not identified. Based on the available information, the investigation determined the likely cause of the reported event was failure of the electronic components of the ap and dr boards.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
Olympus was informed of a report that the device failed to produce an image when used with olympus, otv-s7 camera heads. There was no patient injury or harm, associated with the problem, reported to olympus.